Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after an interventional procedure using a 6f sheath. Reportedly, the foot would not retract and the device got stuck. The physician gently pulled out the device. A new prostyle device was used to achieve hemostasis. After removing the failed prostyle device, it was found that a portion of the anterior foot remained in the tissue tract. The physician attempted to remove the portion of the foot but was unsuccessful. The broken piece remains in the patient. Medication was administered as a result of the prostyle failure. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The material separation was confirmed. The difficult to open or close, and difficult to remove could not be confirmed as they are related to operation circumstances and cannot be evaluated in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported difficulties and the subsequent treatments are due to the circumstances of the procedure. In this case, it is likely an interaction of the foot closed on with patient anatomy/vessel with the foot preventing the foot from fully closing inhibiting removal. In this condition, with manipulation of the device then likely led to the material separation of the foot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.